Manufacturer narrative:
Event date is estimated at this time as exact date was not provided. (B)(4). He product was not returned; therefore, no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this 31 millimeter (mm) transcatheter valve post dilation x2 occurred. It was not specified if this occurred within the implant procedure or after the implant procedure and the reason was not unknown. After an unknown amount of time following the implant of this transcatheter bioprosthetic, valve calcification occurred. A ¿frozen¿ leaflet restricted mobility of the non-coronary leaflet. Residual and increased gradients over the aortic valve prosthesis occurred (pmax 72, pmean 46). The increased transvalvular gradients were considered unacceptable for this ¿highly¿ symptomatic patient by the physician. The etiology was unknown. Trace central aortic regurgitation also presented. A failed valve was reported and a valve-in-valve procedure occurred on an unspecified date. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: as the transcatheter valve remains implanted an analysis of the valve could not be performed. Images were provided and confirmed there was a frozen aortic leaflet which caused aortic regurgitation. Aortic stenosis was visible on transesophageal echocardiogram (tee). There was no evidence to confirm the balloon aortic valvuloplasty (bav) as reported. An increase in transvalvular gradients over time are typically related to patient factors such as, but not limited to, calcification, patient pressures, thrombus formation and/or anatomical left ventricular obstruction tract (lvot) obstruction, etc. High gradients can be caused by a decreased effective orifice area (eoa). The presence of reported calcification potentially caused restricted motion and diminished the expected maximum eoa of the device and may also translate in the increase of transvalvular gradients. In this case, it was reported that a ¿frozen¿ leaflet restricted mobility of the non-coronary leaflet. Although a conclusive root cause to the calcification could not be determined with the information provided, these are known potential failure modes for bio-prosthetic valves and largely dependent on the patient conditions. Aortic regurgitation (ar) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. A trace/mild ar has minimal impact on the patient and is generally deemed an acceptable residual condition. There was no indication that a malfunction or misuse contributed to the reported events. The device history record (DHR) review could not be performed as the serial number was not provided. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Updated data: h6 result and conclusion codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.